Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the programmer would sometimes go to the "stat shock" screen automatically and that the programmer would at times lose wireless telemetry capability. The emergency button board and cable were inspected with no fault found however it and the radiofrequency transceiver were replaced as a preventive. Analysis did note that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer would sometimes go automatically to the "stat shock" screen. It was further reported that the programmer would sometimes lose wireless telemetry. It was noted that this programmer has already been replaced with a new programmer model. The programmer was returned for service. No patient complications have been reported as a result of this event.